Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2023).

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly came off the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: (B)(6) ultraverse 014 pta dilatation catheter was returned for the evaluation. Visual evaluation was performed and noted that device received into two segments. Segment one consist of the catheter with stylet still inserted into balloon, no anomalies noted to the y-body. Segment two consist of balloon still attached to the inner guidewire lumen. Functional test was not able to performed due to condition of the device. Therefore, the investigation is confirmed for the reported balloon detachment issue as its noted during the visual evaluation. A definitive root cause for the balloon detachment issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b5, d4 (expiry date: 05/2023), g3. H11: e1, h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly came off the catheter. The procedure was completed using another device. There was no reported patient injury.